Event description:
It was reported that a balloon rupture occurred. The complete total occlusion, 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. A non bsc guide wire crossed the plantar artery. A 1.5mm x 20mm x 143cm coyote es was used to dilate the target lesion. Dilatation was performed at the plantar artery with a pressure of 10 atmospheres. Then, a dilatation was attempted at the right anterior tibial artery but the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).